Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis, nausea and vomiting. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the required tests.